Event description:
It was reported that increased capture threshold and increased impedance due to dislodgement was observed on the right ventricular lead. X-ray imaging confirmed lead dislodgement. During lead reposition procedure, it was noted that failure to extend the helix of the lead was observed. The lead was explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.